Manufacturer narrative:
Correction: the inappropriate backup (bvvi) mode noted on the pacemaker (pm) was not due to event queue overflow, but rather a telemetry issue.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the pacemaker (pm) inappropriately went into backup (bvvi) mode due to event queue overflow. The patient was asymptomatic. The pm was restored successfully to its nominal settings and patient left in stable condition.